Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the reported event took place during a cataract extraction with intraocular implant procedure. The procedure was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event was not replicated as the system was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure there was no phacoemulsification power. The system prime/tuned as normal. Additional information has been requested, but none has been received to date.